Event description:
In 2013, my implants ruptured and my health was gone down hill since then. I'm in pain 24/7 the drs say that I have fibromyalgia out of nowhere. Prior to 2013, before my implants ruptured, I was able to walk, run, exercise, dance, and now my whole quality of life has ceased. I'm no longer able to do anything. I've always been very active, loved to work out, kept my weight down and now since these silicone implants ruptured, I strongly feel that they caused my health to decline and spiral out of control. I've been trying to remove these implants for the last 6 years but I am always sick with upper respiratory infections all year round. These surgeries cannot be done if you have infections anywhere in your body. I just read medwatch article about implants and the damage it can cause to pts who aren't even aware what is happening to them because of the ruptured implants. I'm a (B)(6) woman who is dying of a slow death. I strongly believe that implants are to blame. Help please,report source: (B)(6).